Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was alleged to have reached premature elective replacement indicator. The device was suggested to be replaced. No further information is available.

Event description:
New information received indicates that the implantable cardioverter defibrillator was explanted and replaced on (B)(6)2018. The patient's condition was unchanged.

Manufacturer narrative:
Analysis was normal. No anomalies were found.